Manufacturer narrative:
Reference medwatch # 2916596-2016-02146 for the report of the elevated ldh and pump exchange. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that in (B)(6) of 2016, the patient dropped the system controller, and it pulled on the driveline and later resulted in a driveline infection. There was redness and drainage from the driveline exit site. The patient was admitted "a couple of times", and was treated with antibiotics. The plan was to revise the location of the driveline site; however, after discussion about the patient's elevated lactate dehydrogenase level the surgeon decided to exchange the pump. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.